Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been experiencing hypoglycemia. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. The patient refused to give anymore information.